Event description:
It was reported to medtronic minimed that the customer experienced a crack case battery tube side, frozen display and flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the pump functionality was affected. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, battery tube threads - cracked, cracked case (battery tube), serial number label missing and cracked case-corner of belt clip rails. Flashing white display was confirmed during analysis due to moisture damage on the pcba 1 and pcba 2. Pump failed to download history files and traces due to flashing white display. Frozen screen unknown. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.